Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced energy log review show that the vessel sealer extend (vse) instrument was installed and passed homing 3 times. There were 11 cut complete events completed with no errors. E100 logs show 11 seal events with no errors. There were no relevant system error logs. The instrument was used for about 15 minutes.

Event description:
It was reported that during a da vinci assisted ileocecectomy, while dividing thin small bowel mesentery, the surgeon had issues sealing the marginal artery. The vessel was sealed and cut and when he released the jaws, blood was pumping out. The artery was resealed with the same vessel sealer extend (vse) and the procedure was completed. Tissue effect was observed and this vessel was not calcified, nor had the patient had chemotherapy/radiation to the area. No medical intervention was performed as a result of the bleeding and the surgeon described it as more of an annoyance than anything.